Manufacturer narrative:
Concomitant products: product ID 3998, lot# v001559, product type lead; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708340, lot# unknown, serial# (B)(4), product type extension (x2); product ID 97714, serial# (B)(4), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the manufacturer representative called intra-operatively because high impedance was observed on the new implant able neurostimulator (ins). It was noted that there was an impedance reading of >40,000 ohms. It was noted that the leads had been reinserted ¿multiple times¿, they switched the ports for leads and were still observing high impedance no the same ins port contacts 4-7. The manufacturer representative stated that they even tried the old ins and it worked okay. On (B)(6) 2014 it was reported that there was high impedance on contacts 4-7 at 10,000 ohms. It was noted that contacts 0-3 were normal. The ports were switched, the leads interchanged and there was still the same issue after testing impedance. The leads were reconnected to the old generator and the impedances were normal. They ensured the leads and port were dry and reconnected the leads to the new generator and they had the same issue of high impedance. It was noted that the manufacturer representative was advised to proceed to pen a second new generator and they had the same issue. It was noted that they had ¿exhausted all possibilities¿ of resolution before opening the second new generator. The manufacturer representative called technical support and was advised on how to configure the leads by selecting contacts 7-11 on the second lead option on the clinician programmer. Upon following this advice and running an impedance check the impedances were normal. At this point they had two new generators and based upon device registration the ins with serial number (B)(4) was implanted. It was noted that the decision to implant (B)(4) was physician advice and patient choice. It was later reported that during the procedure high impedances were experienced on electrodes 4-7. It was noted that they tried swapping leads in different ports, testing the leads individually, drying the leads and reconnecting to the old battery. It was noted that there was high impedance ¿no matter what¿ on the second port. It was noted that the patient was under general anesthesia and unable to confirm if they felt stimulation intra-operatively. It was noted that the high impedances resolved immediately after implant. The cause of the high impedance was determined and it was noted to see the information reported (B)(6) 2014. It was noted that it was device related. There were no lead fractures. There was troubleshooting conducted and it was noted to ¿see above.¿ it was further noted that the patient was doing great and was receiving optimum coverage, stimulation and therapy. Additional information was requested but was not available at the date of this report. See report # 3004209178-2014-12270 which related to the patient¿s first device implanted (B)(6) 2005.

Event description:
Additional information received reported that the manufacturer representative would ship the device back to the manufacturer on "friday."

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) with serial number (B)(4) found that there was a procedural non-conformance. It was noted the ins passed functional testing. The ins was received with the lead configuration set at 2x4 using electrodes 0-3 and 4-7. The initial review taken from the ins showed that the customer had the ins connected to two model 3708340 extensions and these connected to a model 3998 lead. This lead configuration is incorrect for using two model 37083 extensions. The correct lead configuration is 2x4 using electrodes 0-3 and 8-11. This was why the customer saw high impedance on electrodes 4-7

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the ins with serial number (B)(4) was returned. It was noted that there were high impedance. Then, a second ins was opened and there was still high impedance. The manufacturer representative was advised on how to set up the new ins with the existing leads and at that point normal impedance was obtained. It was noted that the ins had an implant and explant date of (B)(6) 2014. It was also noted that there was "normal battery depletion." The device was used in the patient and was replaced with a product from the manufacturer. The intended use of the device was treatment. There was no patient death. There was no patient injury. The patient status after device removal was recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.